Event description:
It was reported that the pt had high impedance on diagnostics. Pt has been referred for revision surgery, but it has not occurred to date. Attempts for further info have been unsuccessful to date.